Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the approximating lever was difficult to close. The surgeon applied another device to complete the procedure without pt injury.